Manufacturer narrative:
The hill-rom technician found the communication cable not connected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician connected communication cable to the wall to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the nurse call is not sending a signal to the nurse's station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).